Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 450 mg/dl at the time of the incident and treated with insulin. The customer stated that the drive support cap appears normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer also reported of two past events of hospitalization due to foot infections.  During one hospitalization, the customer indicated that their blood glucose was 600 mg/dl. Their blood glucose for the other hospitalization was unknown.  The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The stop (idle) current test was in specification. Constant motor error alarms noted during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and the run current test due to constant motor errors. Unit received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.